Manufacturer narrative:
The quattro catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
An (B)(6) male patient ((B)(6)) was hospitalized post-resuscitation and received an ivtm treatment. A zoll quattro catheter was inserted into left femoral vein smoothly. After 6 hours of dwell time, the thermogard console (sn (B)(4)) exhibited a possible airtrap alarm and saline bag was observed empty. No physical signs of the leak were observed on the start-up kit, on the floor or at the patient's bedside. Catheter leak was suspected. The customer discontinued treatment with the thermogard system. No known impact or consequences to the patient was reported. No other information was provided.

Manufacturer narrative:
The reported catheter leak was not confirmed. A visual inspection of the returned catheter was performed. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, the balloons fully inflated when pressurized up to 100 psi without any issues. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. During manufacturing, all catheters are 100 % inspected. Only units that pass are moved to the next process.